Event description:
During laparoscopic gastric banding procedure, surgeon noted a small black ruber looking piece of material inside of pt. Upon examination the piece was found to be part of the seal in the access port used during the procedure. Removed from pt at the time of the procedure. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: lap band procedure.